Event description:
The surgeon reported to the stryker product specialist that the surgeon tried to extract a non stryker screw (akumed-akutrak) using stryker's conical extractor, male, left hand 2.5 mm from the pt. They did not managed to extract the screw because the conical extractor broke in the screw. The screw is still in the pt. No complications reported.

Manufacturer narrative:
Eval summary: discrepancies in mfg were not found. As mechanical properties of the material are within specified tolerances we exclude material faults. Additional dimensional examination revealed no deviations in the relevant undamaged areas of the item. The item was documented as faultless prior to distribution. Appearance of damage suggests that the device broke in a brittle manner due to overload caused by bending forces. The instrument is laser-marked with the info "do not lever" in order to prevent this kind of issue.